Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial/lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits sc-2316-50e (sn (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual inspection revealed distal electrodes #11-#16 were removed and not returned. Root cause of the damage was not determined. Sc-2316-50e (sn 630744) device evaluation indicated that the lead passed visual test performed. Lead exhibited normal device characteristics.

Event description:
A report was received that during trial lead pull, the lead broke and some lead contacts stayed in the patient¿s body. The patient will proceed with the permanent implant procedure and the physician will remove the contacts during the implant procedure.

Event description:
A report was received that during trial lead pull, the lead broke and some lead contacts stayed in the patient¿s body. The patient will proceed with the permanent implant procedure and the physician will remove the contacts during the implant procedure.

Event description:
A report was received that during trial lead pull, the lead broke and some lead contacts stayed in the patient¿s body. The patient will proceed with the permanent implant procedure and the physician will remove the contacts during the implant procedure.

Manufacturer narrative:
Additional information was received that the physician took out the other half of the lead. All contacts that were left behind from the broken trial lead were also retrieved from the patient¿s body. The patient was doing well postoperatively